Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the unit displayed error code 1870. There was unknown patient involvement, and unknown signs or symptoms.

Manufacturer narrative:
One device was returned for repair with complaint of error code 1870. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event history found error 1870. Visual/functional testing was performed. The primary complaint was verified by functional testing. The cause was motor lock. Replaced motor to correct the issue. The device passed all functional tests after the repair.